Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributer to myocardial infarction.

Event description:
Dexcom was made aware on 07/25/2016 that the patient experienced an adverse event on (B)(6) 2016. The patient collapsed and was rushed to the emergency room (ER) via an ambulance for heart-related issues. The patient was unaware of who found him or who called the emergency medical technicians (emts). The patient was admitted to the hospital and was not conscious for approximately 3-4 days. It was reported that the patient had suffered from a heart attack and underwent open heart surgery. At the time of contact, the patient was still in the hospital until his blood levels were regulated. There was no alleged device malfunction. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.